Event description:
During conversation in (B) (6) 2008, dentist noted injury occuring in (B) (6) 2008 as follows: dentist noted during extraction of wisdom teeth, pt had a "handpiece shaped burn on lip." Dentist noted burn on lower lip and pt denied immediate treatment, but returned to office and dentist removed scar tissue. Unit received from dentist in (B) (6) 2009.